Event description:
Two endeavor sprint drug eluting stents were implanted during index procedure; one to the mid rca (diameter 3.5mm length 15mm) and one to the distal rca (diameter 3mm length 12mm). Approximately 6 days post index procedure the pt was admitted to hospital with chest pain. It is reported that the pt suffered stent thrombosis and mi. The pt underwent pci with poba. Pt was reported to be in remission 3 weeks later. The investigator reports that the event was related to the product but it is unk if it was related to the drug/procedure. Reference MFR report number 9612164-2011-00350.

Manufacturer narrative:
(B)(4): eval, results: (based on the info provided no root cause can be determined). Mi, stent thrombosis, revascularization. Eval, conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined).